Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical was unable to confirm the complainant¿s experience of a broken tissue bag. In the absence of the event unit, it is difficult to determine if the broken tissue bag was caused by a manufacturing non-conformance. However, based on the description of the event, it is likely that the bag broke from the stress exerted on the bag while the specimen was being removed from the extraction site. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Type of procedure performed: laparoscopic cholecystectomy. "The or has had 3 of the 10mm retrieval bags break inside a patient, "ripped at seam." "The or saved the product from the incidence today." Product available for return. Additional information received via email on 23feb2021 from [name]. [Name] provided an email from [name]: "in all cases, bile was spilled into the abdomen, but no immediate harm was done to any of the patients." Additional information received via phone on 01mar2021 from [name], "the status of all of the affected patients is fine. No other information about the events have been provided. Product will not be returned to applied medical per the direction of [name]." No product return. Additional information received via mail on 23mar2021 from medwatch form mw5099655 (entered by[name]), during cholecystectomy the tissue retrieval bag broke while trying to pull the gallbladder out. Patient's abdomen was cleaned. Confirmation that medwatch form mw5099655 corresponds to complaint (B)(4) was received 26mar2021 via phone from [name]. Patient status: no patient injury. Type of intervention: ni.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: laparoscopic cholecystectomy. "The or has had 3 of the 10mm retrieval bags break inside a patient.""'ripped at seam" "the or saved the product from the incidence today." Product available for return. Additional information received via email on 23feb2021 from [name]. [Name] provided an email from [name]: "in all cases, bile was spilled into the abdomen, but no immediate harm was done to any of the patients." Patient status: no patient injury. Type of intervention: ni.